Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following creation of the corneal flap, it was noted that approximately forty percent of the treated area was uncut and the flap could not be lifted. The event occurred in the left eye. Per the surgeon, there had been successful suctions before the treatment started. The lasik procedure could not be completed and has been postponed for a later date. No medical intervention or patient injury was reported.

Manufacturer narrative:
Evaluation summary: logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All treatments on that day were finished successfully. The energy was stable during treatments. No relevant deviation between planned and performed energy is detectable. Clinical review of the treatment image shows a larger uncut area, expanding widely along the nasal-temporal axis. Instead of the usual appearance, it appears as a vertical gas breakthrough (vgb). No apparent cause for the uncut area was noted. What can be seen; however, is a different appearance of the bed cut before and after the above mentioned area. This might indicate that the disruption has happened at a different plane within the cornea/stroma. Such disruption has been associated with an asymmetrical applanation. This theory is supported by the change of fluid distribution around the applanation area, which happens to be at the same position where the uncut area is located. The transition of the disruption between the two planes might then have caused an unusual vgb. A more central positioning of the applanation, and ensuring a stabile suction 1 (no pseudo-suction) and suction 2, should prevent the cornea from being tilted during applanation. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. Root cause: no technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The possible root cause could be an asymmetrical applanation and/or eye movement during treatment. (B)(4).